Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to see how much insulin was left in reservoir due to blindness. Customer's grand daughter confirmed amount and reported that customer had been having high blood glucose for a week and blood glucose at the time of call was 462 mg/dl. Customer was going to be taken to the emergency room.